Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak occurred while running patient samples and was approximately 5 ml of clear fluid dripping under the analyzer. The customer could not locate the source of the leak. There were no errors reported by the system when leak was identified. The customer ran quality control (qc) samples after identifying the leak and all results matched previous runs. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer via telephone and determined the red blood cell (rbc) bath overflow was due to a plugged (blockage or clog) drain pathway. The customer cleared the drain blockage resolving issue. The fse did not go to the customer's facility.